Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical investigation: although a possible temporal association exists between ccpd therapy with fresenius products/liberty cycler and the patient¿s hiatal hernia; there have not been any reports alleging a liberty cycler malfunction that may have contributed to the patient¿s development or exacerbation of a hiatal hernia. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures and hernia is a commonly known complication of pd therapy. Therefore, actual causality cannot be fully determined based on the available information in the complaint file at the time of this clinical investigation. Should although a possible temporal association exists between ccpd therapy with fresenius products/liberty cycler and the patient¿s hiatal hernia; there have not been any reports alleging a liberty cycler malfunction that may have contributed to the patient¿s development or exacerbation of a hiatal hernia. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures and hernia is a commonly known complication of pd therapy. Therefore, actual causality cannot be fully determined based on the available information in the complaint file at the time of this clinical investigation. Should additional information become available this clinical investigation will be re-evaluated.

Event description:
The hospital discharge summary of a peritoneal dialysis patient reported the occurrence of a small hiatal hernia. The patient has been on peritoneal dialysis therapy since (B)(6) 2015. It is currently unknown if the onset of the hernia was prior to the implementation of peritoneal dialysis.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
The hospital discharge summary of a peritoneal dialysis patient reported the occurrence of a small hiatal hernia. The patient has been on peritoneal dialysis therapy since (B)(6) 2015. It is currently unknown if the onset of the hernia was prior to the implementation of peritoneal dialysis.